Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and confirmed the separated tubing from the drip chamber port. There was no evidence of solvent at the tubing end except for a trace 13-15mm from the tubing end. The reported condition was verified. The cause was a manufacturing issue; residual tubing memory that is inherent to the spool tubing and limitation of the assembly machine to detect deflected tubing. Action has been taken to improve accuracy of detection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system solution set separated. During preparation, the administration line was observed separated from the drip chamber. There was no patient involvement. No additional information is available.